Event description:
It was reported the lead was explanted and replaced due to oversensing and low impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis of the lead could not be conducted at this time because the lead could not be located. If located, analysis will be completed and the results will be forwarded.